Manufacturer narrative:
Additional 510k codes: k101880. Device packaging has not been returned for evaluation. Product no returned to manufacture.

Event description:
It was reported that during surgery on (B)(6) 2017 the dentist opened implant blister and found it empty. Doctor could complete surgery by placing another implant.

Manufacturer narrative:
A photograph of the empty implant packaging was provided. The packaging will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
No product was returned for inspection. Returned photographs show all the components of the tapered screw vent packaging, including the outer packaging, inner vial, instructions, and stickers. The vial is noted to be empty, however the seal is noted to be broken. Because the packaging was opened, this complaint cannot be verified .a device history review was performed and no related nonconformances were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent, advent and trabecular metal implants 4869 rev 7-01/16. Product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patients file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. A singular cause cannot be determined. The following sections have been updated: report date. (B)(4). Expiration date. Date received by MFR. Type of reports. If follow up, what type? Device evaluated by manufacturer? Device manufacture date. Evaluation codes. Additional MFR narrative.